Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. Eval produced a system error 322 as well as confirmed this error message through review of the event history log. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/closed switch connection causing the system. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During baxter's eval of a spectrum pump, it was found to alarm for system error 322.